Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having trouble charging their device the night prior to the report. The patient stated that the patient programmer showed something that looked like a drawing, and was similar to the replace battery icon. The patient mentioned that they are afraid their implantable neurostimulator (ins) ran out of charge. The patient noted that the icon on the patient programmer screen was not a question mark, and could not remember what it showed. The patient mentioned that they have had difficulty recharging their device since being implanted. They noted that the ins had moved around since implant due to excess skin in their butt, which makes it more difficult to charge, especially when sitting up. The patient mentioned that they have notified their surgeon about this issue. The patient checked their patient programmer at the time of the report, and reported the low ins battery screen. The patient was unable to do any troubleshooting at the time of the report but was told to call back when available. The patient was directed to follow up with their healthcare provider. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information related to the event but the patient¿s weight at the time of the event was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that charging was taking too long. The patient stated that they were getting all 8 coupling boxes. Troubleshooting could not be performed due to lack of access to the product. The patient was to call back during charging for assistance. It was noted that the patient would charge when they were sleeping or driving. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.